Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pin of the power cord was broken. No troubleshooting taken. The monitor status is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Brand name: mycarelink, model #:24950, catalog #:24950, oper of dev: lay user/patient PMA / 510(k) #:p890003, if information is provided in the future, a supplemental report will be issued.